Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door was found half open. The manufacturer representative completed invalidate home because the pendant requested motion calibration. This resolved the issue. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would not open. There was no patient involved.